Event description:
The customer reported being hospitalized for hyperglycemia. The customer stated that she had the flu and was throwing up the day before. The blood glucose reading at time of the call was 294 mg/dl. Troubleshooting was performed. The fixed prime test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.